Event description:
The international customer reported the ventilator would not switch on. The customer reported there was no patient involvement. The manufacturers field service engineer (fse) replaced the power supply to address the reported problem.